Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose rising to approximately 220 mg/dl for a couple of hours while using the ilet, and the device was observed dosing insulin; the user exercised and hydrated to help reduce glucose and later reported return to target range. Symptoms included elevated blood glucose without acute clinical manifestations. Outcomes included no need for professional medical intervention and no adverse health impact reported. Investigation included review of device dosing data and user follow-up, along with troubleshooting and education. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, with cause of hyperglycemia unclear. It was concluded that the event was user-reported hyperglycemia of unclear cause with resolution and no clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.